Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-33117. Related manufacturer reference number: 1627487-2020-33118. Related manufacturer reference number: 1627487-2020-33119. It was reported the patients system was auto reducing. X-ray imaging revealed one of the patients leads is fractured. Surgical intervention may be pending to address the issue. Note: all of the patients leads are being reported as it is unknown which lead is fractured.